Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate had not changed throughout the night. It could not be determined if the fill estimate was inaccurate or if no insulin was delivered. The cartridge was reloaded and fill estimate was accurate. Customer's blood glucose (bg) was 597 mg/dl and ketone level was large. Manual injections were administered to address bg. Customer went to the emergency room for diabetic ketoacidosis (dka) and was admitted to the hospital. Intravenous insulin/fluids were administered. Elevated bg/dka were resolved with no permanent injury. Customer was released from the hospital on the same day. Customer reverted to using manual injections for insulin therapy.